Event description:
It was reported, the gastrointestinal videoscope was incorrectly reprocessed and there was foreign material exiting from the channel. In addition, the brush tip had fallen off and was missing. It was unclear whether it fell off inside or outside the body. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the definitive root cause of the fallen brush tip could not be determined. The instruction manual identifies verbiage which may have detected and prevented the phenomenon in ¿gif-1200n reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.